Event description:
See MFR 3004209178-2012-04829 for report of patient's second/bilateral device. It was clarified that both systems were replaced. The physician realized that the extensions were not screwed in tightly on both sides. The impedances were normal after replacement.

Manufacturer narrative:
Product ID, 7482a51 lot# serial# (B)(4), implanted: 2011 (B)(6), explanted: product type extension product ID, 7482a51 lot# serial# (B)(4), implanted: explanted: product type extension product ID, 3387s-40 lot# v553427 serial#, implanted: 2011 (B)(6), explanted: product type lead product ID, 3387s-40 lot# v567764 serial#, implanted: explanted: product type lead. (B)(4).